Manufacturer narrative:
Conclusion: according to the information received from the field the device was explanted due to a swelling and inflammation around the implant site. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. Further, device investigation revealed damage to the active electrode caused by device minute mobility. Other mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
The device was removed due to inflammation around the implant site. A new device was implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device was removed due to inflammation around the implant site. A new device was implanted.